Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events of seizure-like activity and elevated levels of lactate dehydrogenase (ldh) and plasma free hemoglobin could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow hazard alarms which the account attributed to the patient¿s left ventricle (lv) anatomy, moderate lv recovery, and a prior lv procedure. The submitted controller event log file contained events from 06nov2023 through 07nov2023. Per the timestamps. Multiple low flow alarms were captured on 06nov2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related) and hemolysis. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3 - manufacturer information: updated section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of intraparenchymal hemorrhage from (B)(6) 2022 is reported in: MFR 2916596-2022-10871. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with seizure-like activity which was confirmed via electroencephalogram (eeg). A computed tomography (CT) scan of the brain revealed no new structural abnormalities. The patient did have a history of intraparenchymal hemorrhage from (B)(6) 2022 which ultimately left thee patient with significant deficits. The patient's international normalized ratio (inr) goal was reduced to 1.5-2.0 as a result of that event and the patient has been relatively stable at home despite their limitations. The labs upon arrival were mostly benign aside from elevated lactate dehydrogenase (ldh) of 306 and plasma free hemoglobin of 18. No abnormal parameters were noted prior to the seizures. Interrogation of the device revealed low flow hazard alarms which were common for the patient given their ventricle anatomy.